Event description:
It was reported that the procedure was to treat a lesion located in the moderately calcified, mid left anterior descending artery. During a failed attempt to cross the lesion with the 2.75 x 23 mm xience prime stent delivery system (sds), the proximal shaft separated. Another non-abbott sds was used to complete the procedure successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.